Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared and approved for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2020. During an interrogation performed on (B)(6) 2020, issues were encountered with the inductive telemetry and a pop-up message indicating a device re-initialization was displayed. The device was re-initialized three times. The device was programmed in ooo mode, with atp and shocks deactivated, but was pacing in vvi mode with a basic rate set at 60min-1. The patient did not undergo any MRI scan. Another re-initialization occurred when the device was subsequently interrogated with another programmer. Normal functioning was observed afterwards, and no anomaly was observed during real time tests. Preliminary analysis results confirmed that four device resets occurred during the follow-up performed on (B)(6) 2020. These resets were caused by a very specific and rare communication error that occurred upon device interrogation. However, there was no corruption in the device implant memories, and the device was successfully re-initialized during the follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6)2020 . During an interrogation performed on (B)(6)2020 , issues were encountered with the inductive telemetry and a pop-up message indicating a device re-initialization was displayed. The device was re-initialized three times. The device was programmed in ooo mode, with atp and shocks deactivated, but was pacing in vvi mode with a basic rate set at 60min-1. The patient did not undergo any MRI scan. Another re-initialization occurred when the device was subsequently interrogated with another programmer. Normal functioning was observed afterwards, and no anomaly was observed during real time tests. Preliminary analysis results confirmed that four device resets occurred during the follow-up performed on (B)(6)2020 . These resets were caused by a very specific and rare communication error that occurred upon device interrogation. However, there was no corruption in the device implant memories, and the device was successfully re-initialized during the follow-up.